Manufacturer narrative:
The device was returned to olympus medical systems india private limited (omsi) for evaluation. The evaluation of the device confirmed the following: the reported event was reproduced. Defect of the circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device turned off after few minutes and the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported image and startup abnormalities were caused by the defect of the circuit board due to long-term use. If significant additional information is received, this report will be supplemented.